Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had unlikely fractured. The customer¿s blood glucose was 124 mg/dl. Customer was not reporting that the sensor or introducer needle fractured while in the body and sensor was no longer in the body. Customer stated that the sensor was bent and introducer needle was hard to removed. Troubleshooting was performed. The sensor will not be returned for analysis.